Event description:
It was reported the pt experienced numbness in two fingers on the left hand. The little finger was totally numb and the ring finger was 40-50% numb. The pt reportedly "was losing some feeling day by day". Due to the numbness, the pt was unable to tell if he was touching something hot. The drug used in the pt's drug delivery pump was morphine sulfate (concentration and dose unk - reported on highest rate/dose). The symptoms began 3-4 months ago when the pt fell in a spa. The catheter site "took a blow." A volume check done on the pump afterward was fine. The pt had no change in pain relief since the fall. Another neurologist was recommending an MRI due to the pt experiencing "whiplash" during the fall and suspected something may be pinched. The pt reportedly had trouble walking after seeing the physician due to all the procedures. Additional info has been requested but was not available on the date of this report.